Event description:
Device malfunction: balloon did not fully refold. Time of malfunction: during the procedure. Symptoms/ae: none. It was reported that during balloon dilatation of an unspecified artery, the fox plus dilatation catheter was being inflated at an unspecified pressure. Reportedly, upon deflation, it was noticed that the balloon did not refold back symmetrically at the distal end resulting in doubling of the french size. The balloon was removed and a second fox plus 12x40mm was used with the same results. The second balloon was also removed and no add'l dilatation catheters were used. The procedure was completed without further incident. The pt did not experience any adverse effects. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. The fox plus part number 12762-04, lot number unk referenced is being filed under a separate medwatch report.